Event description:
It was reported by service report that the hydraulic fluid is leaking in great quantity. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hydraulics sub-assembly.